Manufacturer narrative:
The reported filter leaks were not confirmed by investigation. One new list 206680490 extension set was received for investigation. The new set was leak tested per the product specifications and no leaks were observed from the set. A DHR review was complete for lot 3849237 and the relevant components and no discrepancies or non-conformances were found that would have contributed to the reported complaint.

Event description:
The exact date of the event is unknown. The event involved a customer report of an extension set with filter that leaked three hours after a chemotherapy (doxorubucin, etoposide and vincristine) infusion started. The chemotherapy was set up on the secondary line with the filter at the end of the secondary set above the pump. There was no blood loss. The leak came into contact with the patient/healthcare provider so fabric was discarded and skin was washed with soap and water. The chemo spill was cleaned up per protocol. There was no medical intervention required.